Manufacturer narrative:
The recipient's activation reportedly went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the cut silicone overmold on the bottom cover prior to receipt. This is believed to have occurred during revision surgery. In addition, the bottom cover was severely dented. The photographic imaging inspection revealed a broken substrate, disturbed wire bonds, and a dislodged electrical component. System lock could not be obtained at any spacing. The no lock and broken substrate conditions prevented some of the electrical tests from being performed. The device passed the mechanical tests performed. The internal visual inspection confirmed multiple cracks along the hybrid, disturbed wire bonds, and dislodged electrical components. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid, disturbed wire bonds, and dislodged electrical components. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve.